Event description:
It was reported that pump displayed malfunction code malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days.